Event description:
It was reported that the micl 13.7 implantable collamer lens was extracted from the pt's eye due to the pt developing a cataract. Another lens was implanted. Add'l info was requested, but none forthcoming. If add'l info is received a supplemental medwatch form will be submitted.